Event description:
Male with a leg ulcer was treated with an unknown primary dressing and carboflex as a secondary dressing. The wound on one occasion looked black and pt was admitted to the hospital where a consultant said the wound was stained by the carbon.